Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that a cold cement, mixed for acetabulum, took a long time to set (approximately 12-13 minutes). Another cement from another storage location was taken and this other uncold cement was going off more quickly than expected. This cement was then started to be introduced to the femur and appeared to be hard to introduce. The stem was then introduced to the femur and the cement set (about 6-7 minutes after mixing). The surgeon assessed that the patient needed a revision for an incomplete cement mantle - this was carried out the following week. This medwatch is related to the medwatches submitted for the complaints (B)(4) which are treating the "cement behavior - hardening too long" and the "cement behavior - hardening too fast " related in the complaint description written above. This medwatch related to (B)(4) is treating the event "revision".

Event description:
Please refer to report 3006946279-2018-00287.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. According to the available data, the exact root cause is due to a poorly controlled storage condition at the hospital. In the IFU, it is mentioned that the cement should not be stored in an environment where the temperature exceeds 25°c and different setting times are shown depending on products temperature. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.